Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the event the next day. The treatment information was not reported and it was unknown if the patient recovered from the peritonitis. Peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. No additional information is available at this time.